Manufacturer narrative:
(B)(4).

Event description:
It was reported that an error icon display occurred. The product was evaluated. The device was visually inspected and it passed. The receiver failed to charge and reboot due to no power. The receiver downloaded by using a known good battery. The log was downloaded and reviewed finding firmware errors. The receiver case was opened for internal inspection and there was no moisture damage. The receiver battery inspection failed. The allegation was confirmed. The root cause was defective battery, no battery voltage. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err call local distributor error hwbbt occurred. No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.